Manufacturer narrative:
Continuation of d10: product ID 203cx; product type: cables and accessories medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, blood was seen flowing through the coaxial umbilical cable. It was suspected the balloon catheter had ruptured. The coaxial umbilical cable and balloon catheter were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four image files and the afapro28 balloon catheter with lot number 20182 were returned and analyzed. The first image showed a close-up view of the male connector of a coaxial umbilical cable, with visible traces of blood inside the connector. The second showed a general view of the coaxial umbilical cable laid on a surface, with traces of blood visible inside the male connector. The third showed a close-up view of the female coaxial connector of an arctic front balloon catheter, showing traces of blood inside the connector. The fourth showed a general view of the arctic front balloon catheter, with traces of blood visible inside the coaxial connector and the balloon laying on the surface. No information regarding the lot/serial number of the devices or the date of the procedure was available in the received images. External visual inspection showed blood/fluid inside the balloon. Review of the catheter smart chip data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50006 (the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled). During pressure testing and dissection of the balloon, an outer balloon breach was observed (pinhole type). During inspection of the handle, blood/liquid was observed inside handle. In conclusion, the reported visible blood was confirmed during device data analysis and returned product analysis. The balloon catheter did not pass returned product inspection per specification due to the pinhole outer balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.